Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed no abnormalities. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was explanted in conjunction with a device change out for battery depletion. It was stated that while implanted, the device delivered an inappropriate shock in the primary vector and the physician questioned a sensing ring issue. Another system of different type was implanted without reported complications. The product was later returned for laboratory analysis.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this electrode was explanted in conjunction with a device change out for battery depletion. It was stated that while implanted, the device delivered an inappropriate shock in the primary vector and the physician questioned a sensing ring issue. Another system of different type was implanted without reported complications.